Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of impedance trends showed fluctuating measurements starting from the 600 ohms range with multiple spikes occurring in the last month with the first spike up to the 1,400 ohms range. This behavior was likely attributed to the lead-header spring contact interaction. There was no evidence of noise on the presenting electrogram (egm) in unipolar. Technical services (ts) discussed troubleshooting options and programming considerations, and further lead evaluation was recommended to rule out other lead concerns. This crt-p system remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).